Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank. (B)(4).

Event description:
The customer reported the high voltage tank is arcing. No pt injury was reported.